Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out procedure. Noise was noted on the right atrial lead. Upon examination of the lead, the insulation appeared to be worn. The lead was repaired during the procedure. The patient was discharged.